Event description:
The metal part of the battery cap came off and I had to use super glue to secure it back in place temporarily; however, I need a replacement battery cap to make sure the problem doesn't happen again. FDA safety report ID# (B)(4).